Event description:
It was reported that a patient presented to the clinic after experiencing severe pain while pacing in the right ventricle. The issue was replicated in clinic when pacing in the right ventricle, and the decision was made to implement programming changes to prevent right ventricular pacing. A right ventricular lead issue was suspected to be the cause of the issue, with the potential of it being diaphragmatic stimulation, although nothing was confirmed. The lead was later explanted and replaced on (B)(6) 2022. There were no patient consequences.